Manufacturer narrative:
Product event summary: analysis found that the device failed wrist electrode testing. As a result the link electronic module (lem) circuit board was replaced and software was re-loaded.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the user is unable to enter the application, and once in the application, the programmer prompts the user to shut down the session. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.